Manufacturer narrative:
The user facility did not provide any patient or device codes on their user facility report. Codes were derived based on the information provided by the user facility in the user facility medwatch report received from the FDA on (B)(4) 2013. (B)(4). On (B)(4) 2013, carefusion sent an email to the user facility seeking additional information concerning the reported event and the repair of the device. Once the user facility provides additional information, carefusion will submit a follow-up medwatch report.

Event description:
The following description of the event was copied from the user facility medwatch report received by carefusion from the FDA on (B)(4) 2013. "Rn noticed water in the oxygen blender attached to the ventilator in nicu. The ventilator was not connected to a patient at the time. No patient harm occurred. The water was noticed when the ventilator was being checked as part of routine daily inspection - it was not on a patient. The cause of this event was water leaking into the medical air line. What was the original intended procedure? Regulate the amount of oxygen and air into the ventilator. Other therapies in use on the patient: not applicable. Other devices in use on patient: no other device information."